Event description:
In 2005, the pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component and contralateral leg component were implanted without incident. During a routine follow-up exam in 2006, a proximal type I endoleak was discovered. The physician re-intervened 4 days later. An aortic extender was deployed and the final angiogram showed the type I endoleak resolved. The pt tolerated the procedure well. Films are not being sent to gore.

Manufacturer narrative:
H3: device remains functioning in the pt. H6: a review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.